Event description:
It was reported an issue with optilene suture. The client reported needle detachment. It has happened in different surgeries of general surgery department. During the procedure, while they were suturing. The surgeries were able to proceed normally as they changed the suture for other one. This caused a slight delay in the surgery. There was no risk or harm to the patient. We don't have patient data due to protection data reasons.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock blocked. We have received 32 closed samples. To evaluate the conformity of these units, we performed the following tests: needle attachment strength results conducted on the samples received are 0.27 kgf in average and 0.102 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.17 kgf in average and 0.082 kgf in minimum. Knot security control has been conducted with the closed samples received and results are into the current range for this thread and size. Knot pull tensile strength results conducted on the closed samples received are 0.42 kgf in average and 0.36 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements (ep requirements: 0.15 kgf in average and 0.06 kgf in minimum. These values are in the usual range for this thread and size. As stated in the instructions for use of the product, the knots have to be positioned properly and adequate knot security given (square and flat knots). The surgical instruments used, such as forceps and needle holders, shall not cause any crushing or crimping damage to the suture material. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the all closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.